Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the crew mate and the patient received an unintended delivery of energy while performing CPR. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Complainant indicated that there was no adverse effect to the crew mate due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the device performed to specification. The device was put through extensive testing including stressing the front enclosure buttons, discharging at various joule settings, and performing defib cycle testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed the shock was delivered during the administration of CPR. The customer believes they may have hit the button by accident. The x series platform will not deliver energy without user intervention. There is no device malfunction, the end user was in contact with the patient when energy was delivered. It is noteworthy to mention, the x series operator's guide, states: warning! Warn all persons in attendance of the patient to stand clear prior to defibrillator discharge. Do not touch the bed, patient, or any equipment connected to the patient during defibrillation. Analysis of reports of this type has not identified an increase in trend.